Manufacturer narrative:
**UDI related data quality updates only** corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical product: cd3369-40q ICD; 1458q-86 lead implanted (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with generalized weakness, cough, shortness of breath and an implantable cardioverter defibrillator (ICD) shock. The patient reported over the three months prior to admission that there was worsening of chronic cough, shortness of breath, abdominal bloating, pain and gas, loose stools, fatigue and weakness. A ventricular tachycardia (vt) storm was noted on ICD interrogation which was appropriately treated with an ICD shock and electrocardiogram demonstrated a long qtc which was attributed to antidepressant medication that patient was taking. Antidepressants were discontinued and the patient was started on intravenous (IV) antiarrhythmic medication. The liver function tests (lfts) were also elevated which was thought to be secondary to vt and advanced heart failure which was treated with diuresis. An echocardiogram demonstrated fluid volume overload and no other obvious changes from the study done a month prior and IV diuresis was initiated. Once the patient was euvolemic abdominal symptoms resolved and lfts improved. On day two (2) of the admission the ICD detection rate for vt was changed and a vt ablation procedure was done. After the ablation procedure there were low flow alarms on the vad thought to be due to hypovolemia. On the day of discharge the patient was hypervolemic thought to be due to fluids given during and after the vt ablation procedure and the patient was discharged home on oral medications and increased oral dietetics. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of controller log files since log files were not available for analysis. Information received from the site indicated that the patient presented with generalized weakness, cough, shortness of breath, and an implantable cardioverter defibrillator (ICD) shock. The patient reported that, over the three months prior to admission, they had experienced worsening of chronic cough, shortness of breath, abdominal bloating, pain and gas, loose stools, fatigue, and weakness. A ventricular tachycardia (vt) storm was noted on ICD interrogation, which was appropriately treated with an ICD shock, and an electrocardiogram demonstrated a long qtc, which was attributed to the patient's antidepressant medication. Antidepressants were discontinued and the patient was started on intravenous antiarrhythmic medication. Liver function tests (lfts) were also elevated, which was thought to be secondary to vt and advanced heart failure, which was treated with diuresis. An echocardiogram demonstrated fluid volume overload, and IV diuresis was initiated, after which abdominal symptoms resolved and lfts improved. Additionally, a vt ablation procedure was done. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia, respiratory dysfunction, and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia and respiratory dysfunction. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.